Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the insulin pump and transmitter, and mobile device. The customer also received a battery-failed alarm. The customer reported no adverse event. The event involved product(s) unk_fotasoftware, mmt-7841zn, mmt-7040a, mmt-1884. Troubleshooting was performed for loss of communication between pump and transmitter, and the customer reported that the pump continued to alert "device not found" three times while trying to pair. Went over instructions to pair the device again from the beginning after the pump restart, and pairing was successful. Troubleshooting was performed for auto mode/smartguard, and the customer was unable to enter auto basal. The customer was requesting assistance with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve. Troubleshooting was partially performed for sensor alerts and the customer received a change sensor alarm. Troubleshooting could not be performed for loss of communication between pump and mobile device as the customer declined. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. No product return is required for non-physical device unk_fotasoftware. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.